Event description:
It was reported that there was a squeaking sound when harvesting skin and shreds parts of the skin. There is no harm or delay reported, due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under(B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a squeaking sound when harvesting skin and shreds parts of the skin. It is unknown if there is harm or delay, due diligence is complete.